Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they were given phone number to reach the representative of medtronic. Urology department of hospital talked to representative and staff member from urology department came to them connected their to controller to large unit of staff member. They transferred some data between the two and after that their controller worked.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were trying to turn the ins on and saw por (power on reset) message. It was noted that there was recent medical test or emi exposure that could be related to the issue. The patient reported that they were in the hospital unrelated to the device. The patient reported that they had a cardiac ablation done on the day prior to the report. The patient reported that she had turned the device off through the surgery and about 12:30am they pulled the catheter that they used during the surgery. The patient reported that she then attempted to turn on the device and got por. The patient also reported that she had electrodes on monitoring her. The patient reported that when she tried to turn the device back on, the aide at the hospital said the machine that was monitoring her temporarily went out of order. Additional information was received from the healthcare provider (hcp) and it was reported that the patient had not notified him about this problem. The hcp reported that the patient met with a manufacturer¿s representative on (B)(6) 2016 and there were no problems at that time. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.